Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the exact surgical procedure that the devices were used in? Was the drain placed during initial procedure or during a reoperation? What cartridges were used? Was buttressing used? What devices were used in this area? What technique was used for gastrojejunostomy? Was another stapling device or suture used to close common channel? What is the current patient status?

Event description:
It was reported that the surgeon reported he had two patients with fistula. He was questioned if the patients were reopened, and where were the fistulas located. He said that since he drains the fistula, it was not necessary to reopen the patients yet, at the surgical center. Most of the times it is at the gastrojejunal. At the end of the surgeries the surgeon uses methylene blue in all patients, and verifies. He waits 15 seconds, carefully.